Manufacturer narrative:
Reported that the spo2 connection continues to drop. He noted no errors or messages appeared when the connection would drop. He confirmed he swapped the cables with known working spo2 cables, and the issue persisted. Investigation conclusion: the returned device was cleaned, decontaminated, and inspected. Evidence of prior fluid exposure was observed, including residue in connectors and corrosion on battery contacts, along with cosmetic wear. The reported spo2 connection dropout could not be reproduced during extended functional testing with a simulator and continuous transmission to the receiver and cns over approximately 48 hours. As a precaution, internal components, including the spo2 board, were replaced, and post-repair testing confirmed the device operated within manufacturer specifications. The root cause could not be determined. Additional device information: d10: concomitant medical device: central nurse's station. Model: pu-681ra. Sn: (B)(6). Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the spo2 connection continues to drop. He noted no errors or messages appeared when the connection would drop. He confirmed he swapped the cables with known working spo2 cables, and the issue persisted. No patient harm was reported.

Manufacturer narrative:
Reported that the spo2 connection continues to drop. He noted no errors or messages appeared when the connection would drop. He confirmed he swapped the cables with known working spo2 cables, and the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: central nurse's station model: pu-681ra sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the spo2 connection continues to drop. He noted no errors or messages appeared when the connection would drop. He confirmed he swapped the cables with known working spo2 cables, and the issue persisted. No patient harm was reported.